Event description:
It was reported that the device system was explanted due to infection, approximately one month after it was implanted. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter: model 8709sc serial# (B)(4), implanted: 2012 (B)(6), explanted: unk. (B)(4).